Event description:
It was reported that the subject device had a hole in the cord. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the hole in the cord was due to a component failure and the distorted image due to faulty charged coupled device. Device also had a failed leak test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.